Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. An internal/external visual inspection was performed and revealed deteriorated piston foam. Functional testing, including simulated-use testing revealed no issues that could have caused or contributed to the reported issue. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The cause of the issue was determined to be one or more cycles advanced to the nest fill when a slow or no flow occurred above the minimum drain volume threshold. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. The patient reported pain on their right side. It was determined that the patient's ultrafiltration for cycle four was 1106ml and their fill volume was 1800 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.